Manufacturer narrative:
Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Returned, not yet evaluated.

Event description:
It is reported that a provisional is missing components. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information updated. The reported event is confirmed as the returned product displayed excessive use, disassembly, wear and debris on inferior and superior surfaces. Not all products were returned. Device history record  (DHR) was reviewed and no discrepancies were found. Investigation into the event identified that a previous field action was initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. The device was subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that the reported device was manufactured prior to this design change. The root cause is attributed to the previously addressed design issue. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.